Manufacturer narrative:
The pump was received with a button error alarm and an intermittent esc button response due to a flattened button dome switch. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she was trying to program a replacement transmitter to her pump when she received a button error alarm. Customer's blood glucose was 203 mg/dl at the time of the incident. Customer stated that she was just doing a set change. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.